Event description:
After threading the catheter into the pt, retraction was attempted. The needle would not retract and then pulled out of the hub.

Manufacturer narrative:
Results: the sample was discarded and, therefore, not available for eval. A review of the device history records and material review report database could not be reviewed as a lot number for this incident was not provided. Conclusion: since the sample was not available, a root cause for this incident could not be identified. (B)(4).